Event description:
Meter was missing segments. The patient had been unable to test on meter for approximately 2 months. After one month, the patient thought the problem was the battery. Patient replaced the battery but the issue was still unresolved. Patient did not make any further attempts to test at that time. They did, however, continue to take their set amount of insulin 40 units in the morning and 40 units in the evening. Patient would take the same amount of insulin regardless of the meter result. In the past two weeks, the patient has experienced two hypoglycemic events. The first event occurred early in the morning at 4:00 am. Patient's spouse heard patient moaning; spouse called the paramedics, who tested the patient's blood glucose and the result was 21 mg/dl. Earlier this week, the patient passed out at approximately 11:00 am, the paramedics were called and they received a result of 24 mg/dl. While at the hospital, the patient's insulin regimen was decreased to 20 units in the morning and 20 units at night. The patient is also receiving radiation therapy for lung and kidney cancer. The issue with the missing segments was not resolved. Based on the information provided, there is evidence of a meter malfunction, however, there isno evidence of the meter contributing to a serious injury. The patient had stopped using the meter for one month prior to the events. A replacement meter is being sent to the patient.